Manufacturer narrative:
Device evaluation by manufacturer: a field service engineer (fse) arrived at the customer site to investigate the reported event. The fse was able to confirm the reported error message "3021 leak sensor s701 detected" on the error log but was not able to reproduce it since the source of the leak was identified. The fse found that the fluid leak was coming from a disconnected tubing on the bf probe. The fse replaced and retightened the bf probe tubing with a fresh zip tie. Upon rebooting the aia-360 instrument, the fse received a thermal printer offline error. The loose tubing got the printer and printer if board wet when it was disconnected. The fse then replaced the thermal printer and printer if board. The fse proceeded to run daily checks, and quality controls without any further errors. The aia-360 instrument was performing within specifications. No further action was required. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 20-jul-2018 through aware date (B)(6)-2019. There were no other similar events reported during the search period. The aia-360 operator's manual under section 7-1: list of error messages states the following: list of error messages: if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. Error message: 3021 leak sensor s701 detected, description: leakage sensor s701 activated. Troubleshooting: contact the service department. The most probable cause of the reported event was due to fluid leakage caused by a disconnected bf probe tubing.

Event description:
A customer reported getting error message "3021 leak sensor s701 detected" on the aia-360 instrument. The customer powered off and on the instrument, but the error message persisted. The customer then checked for leaks, but none were observed. The customer requested service to address the event. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of intact parathyroid hormone (ipth) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. The fse determined the most probable cause of the reported event was due to fluid leakage caused by a disconnected bf probe tubing.

Manufacturer narrative:
H10. Additional manufacturer narrative: device has been returned to the instrument service center (isc); evaluation currently in-process.